Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-8 below) as part of internal complaint handling activities. 1. Patient date of birth (a2) and weight (a4) not reported. 2. Date of event (b3) is unknown. The event is considered to be onset of patient pain. 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 4. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 5. Reprocessor name and address (d9) n/a to this report. 6. Concomitant medical products and therapy dates (d11) not reported. 7. Section h9 n/a to this report. 8. No files attached to this report. Additional information provided in follow-up submission. G1 - name, email address, telephone updated as different personnel is submitting the follow-up submission than submitted the initial submission. Additional investigation performed 03/23/2020: a lot number was identified for this event as stated in section d4. Based on the sales representative's inventory, the unknown screw length was narrowed down to one length (200-24-024) corresponding to one possible lot number (75ec1311). The corresponding DHR was reviewed for any significant events (i.e. Nonconformances, reworks, deviations) that may correlate to the reported event. As a result of the DHR review, it is concluded that no significant events were identified for evaluation of correlation to the reported event.

Event description:
Doctor 1 corrected a bunion on a 22-year-old female patient on (B)(6) 2018 using the minimally invasive bunion (mib) plating system. According to the associated trilliant surgical sales representative, the patient came in for her post-op review with report of pain sometime between (B)(6) 2018 (exact date unknown). Doctor 1 removed the proximal 2.4mm x xxmm tiger cannulated screw (200-24-0xx) from the site on (B)(6) 2018 and left the plate hole empty. The sales representative noted that during removal of the 200-24-0xx, the head of the screw stripped and a needle driver was utilized to pull the screw out of the site. The removed 2.4mm x xxmm tiger cannulated screw (200-24-0xx) will not be returned to corporate for review as it was discarded during the removal.

Manufacturer narrative:
An event was reported involving a 2.4mm tiger cannulated screw backing out of an mib plate leading to a revision surgery. In this instance, the mib plate was implanted on (B)(6) 2018. The tiger cannulated proximal screw was reported to be backing out and was removed on (B)(6) 2018. Very little case information was provided. Lot numbers of screws and the mib plate were not provided. Parts were not returned to corporate for evaluation. Case information was not available regarding the initial implantation. The complaint log was reviewed and a total of 12 similar events have been identified. Due to the limited information provided, a root cause of this event cannot be determined.

Event description:
Dr. (B)(6) corrected a bunionectomy on a (B)(6) female patient on (B)(6) 2018 using the minimally invasive bunion system. According to todd joslin, our trilliant sales representative, the patient came in for her post-op review with report of pain sometime between (B)(6) 2018 (exact date unknown). Dr. (B)(6) removed the proximal tiger screw from the site on (B)(6) 2018 and left the plate hole empty. The removed 200-24-0xx tiger cannulated screw will not be returned to corporate for review as it was discarded during the removal.